Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that the bipolar high frequency (hf) cable electrode wire suddenly fractured during a therapeutic endometrial thickening hysteroscopy. The procedure was completed by replacing the electrode wire, causing a minor delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): h2, h4, h6 and h11. The device was not returned to olympus for inspection and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.